Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated a falsely depressed sodium of 119 (no unit of measure provided) when processed on the architect c8000 analyzer. The specimen repeated at 140 and 140. The account uses a sodium normal range of 136 to 145. No specific patient information was provided. No impact to patient management was reported.